Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficulty to remove (guide catheter) and deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing non conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported detachment of device, difficulty to remove, removal of foreign body and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: 6f jr4. Sheath: 6f. Stent: 4.0 x 16 xience alpine. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous ostium of the right coronary artery (rca). A 4.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for post dilatation. The bdc was advanced to the lesion and then after the second inflation to 18 atmospheres the balloon would not deflate. Negative pressure was pulled three times and the balloon did not deflate. The balloon was pulled partially into the non-abbott 6f guiding catheter and was removed with the unspecified guide wire and guiding catheter as one unit. During removal the part of the balloon not in the guiding catheter stuck in the distal portion of the non-abbott 6f introducer sheath and sheared off. A snare was used to retrieve the separated portion of the balloon from the anatomy. No portion of the balloon remained in the anatomy. No additional information was provided.